Event description:
It was reported that during a cholecystectomy procedure, after firing, the instrument did not open. Surgeon draw with a little bit of force but was careful on the vessel to pull down the clip including the instrument. With the next two instruments, the same problem occurred. Then the surgeon took another lot. No further information is available. There were no adverse consequences for the patient.

Event description:
The customer from (B)(4) reported that the device had a wet transducer protector. The baxter technician notified the field service representative to go onsite to repair the device. The event occurred at an unknown time in the process. No patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The analysis results found that device (a) was returned inside its original package. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The analysis results found that device (b) was returned inside its original package. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. Batch # g9k81v mfg date 5/29/2010; exp date 4/29/2010. The analysis results found that device (c) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Batch # g9kd4f mfg date: 06/18/2010; exp date 05/18/2015 device fired through lockout. The analysis results found that device (d) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. The device was cycled, fed and properly formed the clips upon firing. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. In addition, the device locked out as intended but the orange indicator was not visible. This finding is not related with the incident reported. Batch # g9k81v mfg date 5/29/2010; exp date 4/29/2010. Sticking jaw/cam. The analysis results found that device (e) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, during each firing sequence the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws. Batch # g9k508 mfg date 5/19/2010; exp date 4/19/2010. Opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.